Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via phone call that the customer experienced high blood glucose and ketones. The representative reported that the infusion set fell out during sleep. The customer's blood glucose was over 500 mg/dl at the time of incident. The representative stated that the customer treated the high blood glucose with manual injection. The insulin pump will not be returned for analysis.